Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler with cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. The culture was positive for streptococcus sanguinis, an organism that inhabits the mouth and respiratory tract which indicates a breach in aseptic technique by the patient most likely occurred. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support concerned with a negative ultrafiltration of 526 from treatment on (B)(6) 2022. The patient mentioned taking antibiotics for an infection and that the drain solution was cloudy. The patient was advised to contact his pd nurse. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for unspecified symptoms on (B)(6) 2022. Pd effluent cultures were obtained at that time. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for streptococcus sanguinis. The ceftazidime was discontinued, and the patient has continued with ip vancomycin. The patient continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown, however, there was not documentation of any issues with the liberty select cycler nor any cassette leak reported. The patient did not require any hospitalization for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 20/may/2022 this peritoneal dialysis (pd) patient contacted fresenius technical support concerned with a negative ultrafiltration of 526 from treatment on (B)(6) 2022. The patient mentioned taking antibiotics for an infection and that the drain solution was cloudy. The patient was advised to contact his pd nurse. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for unspecified symptoms on (B)(6) 2022. Pd effluent cultures were obtained at that time. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for streptococcus sanguinis. The ceftazidime was discontinued, and the patient has continued with ip vancomycin. The patient continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown, however, there was not documentation of any issues with the liberty select cycler nor any cassette leak reported. The patient did not require any hospitalization for this event.